Event description:
At the pump refill visit, they were expecting 11.6 cc, but got back 16 cc. The fluid looked yellow; like betadine, but diluted. The device system was delivering lioresal. For subsequent events see manufacturer¿s report # 3004209178-2014-20394.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005799n04, implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).